Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm and that the insulin had crystalized in the tubing. The customer's blood glucose level was 250 mg/dl. Tandem customer technical support (cts) performed a system check and found that the insulin was the cause of the alarm. Cts recommended to the customer to load a new cartridge with insulin from a different vial.